Manufacturer narrative:
Check of dhrs of the humeral head involved did not show any pre-existing anomaly on the 60 humeral head manufactured with this lot #. This is the 1st and only signaling received on these lot #. X-rays analysis: we received the pre-op x-rays of the revision surgery; they underwent a technical judgment which highlighted that the humeral components were implanted too high and the humeral head was not centered with the glenoid components. This probably lead to a non-optimal articulation of the humeral head with the glenoid insert and consequently the patient experiencing poor functioning. The x-rays of primary surgery are not available and the explants were not returned. With the available information a deeper investigation is not possible. The surgeon that performed both primary and revision surgery believes that the cause of the patient poor functioning was the oversized of the humeral head. The reported cause, together with the x-rays analysis, suggests that the solely cause of the poor patient functioning and consequent revision surgery was a suboptimal implant during primary surgery. We are aware of other 7 cases of clear surgical errors with smr anatomic (total+hemi) prosthesis, on a total of (B)(4) anatomic humeral heads implanted ww since 2002 (related revision rate: (B)(4)). No corrective actions have been planned. Limacorporate will keep the market monitored. Not returned.

Event description:
Primary shoulder replacement was performed on the (B)(6) 2014. Due to the patient poor function after a short period of time, revision surgery was performed on the (B)(6) 2015. The surgeon believes that the humeral head implanted at the time of primary surgery was oversized. During revision surgery the rotator cuff was repaired and the humeral head was downsized (the 42 mm humeral head implanted during primary surgery was replaced with a 40 mm one); also the humeral body was downsized in order to reduce the stresses on the supraspinatus tendon. These measures were taken in order to alleviate the stress on the rotator cuff and reduce the risk of cuff damage. Event occurred in (B)(6).